Event description:
Additional information noted that the revision took place also due to loss of capture and a dislodgment of this lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was going to be performed when it comes to this right ventricular (rv) lead due to high pacing thresholds. During the revision the lead was pulled and dislodged. Loss of capture was noted when the patient was in a sitting position. The lead was repositioned and the procedure was completed. The physician believed that during the implant the day before the helix of this lead might have not been sufficiently fixed. No additional adverse patient effects were reported.